Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin continued to drip before priming and piston stops. Customer's blood glucose was 21 mmol/l. Insulin pump would be replaced.

Manufacturer narrative:
The insulin pump passed rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. After the rewind was completed, inserted a water filled reservoir and infusion set in the reservoir compartment. No unexpected water exiting the infusion set noted after the reservoir was installed. During the occlusion test with the water filled reservoir and infusion set still installed, the insulin pump recognized the reservoir. Programmed a 2.0 fill cannula delivery and water properly exited the infusion set. No prime fill anomaly noted during our testing. The insulin pump was received with scratched case and a pillowing keypad overlay.